Event description:
Manufacturer's reference number ot# (B)(4).

Manufacturer narrative:
Getinge became aware of an issue involving the eqt spring arm, which is part of a surgical light configuration. It was reported that the dust cover of the spring arm had bent edges, which led to injuries when medical staff reached for the arm. The injury required medical intervention, as the staff member sustained finger cuts that required stitches. As a result, we decided to report this issue, as it led to injury and the need for a medical procedure. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information indicate if upon the event occurrence, the device was not being used for patient treatment. Root cause analysis was performed by a subject matter expert at the manufacturer¿s, the most likely cause is damage to the plastic guides in the spring arm due to repeated replacements of the metal dust cover and its improper fitting. In case of damaged plastic guides leading to improper dust cover fitting, it is recommended to replace the complete set of spring arm covers (not just the metal dust cover) to ensure proper alignment and prevent cover bending or warping. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The eqt device ((B)(6)) belongs to configuration of pwdii50df vp aim cl xhs021 k3 1011 which UDI is (B)(4).

Event description:
Getinge became aware of an issue involving the eqt spring arm, which is part of a surgical light configuration. It was reported that the dust cover of the spring arm had bent edges, which led to injuries when medical staff reached for the arm. The injury required medical intervention, as the staff member sustained finger cuts that required stitches. As a result, we decided to report this issue, as it led to injury and the need for a medical procedure.

Event description:
Manufacturer's reference number ot# (B)(4).

Manufacturer narrative:
The correction of g3 date received by mfg deems required. This is based on the internal evaluation. Previous g3 date received by mfg : 12/22/2026. Corrected g3 date received by mfg: 12/22/2025.